Event description:
Upon prepping for the procedure, it was noted that the clip was missing. The only thing in the package was the catheter. Another package was obtained for the procedure. No patient was harmed. The equipment was not saved.